Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients/multiple manufacturers/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers/manufacturer/method. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:"the cryoballoon vs irrigated radiofrequency catheter ablation (circa-dose) study results in context" arrhythmia & electrophysiology review. 2020. Doi: https://doi.org/10.15420/aer.2019.13. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cryo ablation. 13 patients experienced the following complications during cryo ablation procedures to treat atrial fibrillation (af): pericarditis, with vascular access complications, pericardial effusion, tamponade, thromboembolism, and phrenic nerve injury. The status/location of the products is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.